Event description:
It was reported that the patient was experiencing chest pain. In addition, it was noted that the right atrial (ra) electrogram (egm) was seen following from the right ventricular (rv). A perforation was suspected. Boston scientific technical services (ts) then advised evaluation with both leads and may need x-ray echocardiogram to confirm perforation. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was experiencing chest pain. In addition, it was noted that the right atrial (ra) electrogram (egm) was seen following from the right ventricular (rv). A perforation was suspected. Boston scientific technical services (ts) then advised evaluation with both leads and may need x-ray echocardiogram to confirm perforation. The device remains in service. No additional adverse patient effects were reported.